Event description:
March 2: customer reports staff were performing an undetermined urology procedure when fluoro and rad imaging failed. Customer unable to provide patient or procedural information, other than to say the procedure was completed and patient is fine.

Manufacturer narrative:
Covidien tech support advised customer to try to tube warm-up as well as fluoro and rad. Customer tried and reported tube warm-up and fluoro were working, however they had no rad shot. Tech support instructed customer to check patient file status. Customer reported they found patient file was not opened. Customer opened patient file and reports rad was functioning and performing as expected. Tech support also verified with the customer that the right side monitor had been set up by customer for camera images; therefore, no rad/fluoro would be expected there. Customer reports system was now working. System returned to full service by customer.